Manufacturer narrative:
Date sent: 03/07/2007. Results: marker sleeve and marker guide missing. Evaluation summary: the analysis results found that the c1535 applier was received with the marker sleeve and marker guide missing. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred.

Event description:
The device received has been classified as an un-reconciled blind unit. No further information regarding this device is available.